Manufacturer narrative:
The initial MDR 2247117-2016-00037 was filed on june 23, 2016. Additional information (07/11/2016): the customer had their immulite 2000 xpi instrument (s/n (B)(4)) replaced with a new immulite instrument. The cause of the discordant hcg results could not be determined as the instrument is no longer in use.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed instrument decontamination and ran a water test. The cse checked the water and substrate dispense volume and verified the speed of washing. The cse also verified the calibration parameter of new reagent lot using a new calibrator. The cse then replaced the seals of dual resolution dilutor (drd) and performed precision testing, which were acceptable. The cse instructed the customer to follow proper pre-analytical handling procedures and replaced the drd, sample and reagent probes and aligned the probes. The cse verified the sample dispense volume, checked the probe angle, verified the washing of the probe and determined that sample integrity was acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and found sample level sense discrepancies, though the hsc specialist could not determine if the discrepancies were caused by bubbles in the samples or a problem with the instrument's sample level sense mechanism. The cause of the discordant hcg results on multiple patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained on multiple patient samples on an immulite 2000 xpi instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated multiple times and the results were different than the initial results. It is unknown if the sample was repeated on the same instrument or on an alternate instrument. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.